Manufacturer narrative:
We are unable to determine if any product condition could have contributed to the reported ER visit and diabetic ketoacidosis. It was reported that the cannula had dislodged from the infusion site and was bent. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient visited the emergency room (ER) due to diabetic ketoacidosis (dka) high blood glucose (bg) levels of 400 mg/dl, nausea and vomiting, while wearing the pod. Upon pod removal, it was noticed the the cannula had dislodged from the infusion site and was bent. At the hospital, blood tests were performed.